Event description:
It has been reported the pt has been experiencing a sudden stop in the stimulation occasionally. Each time, the pt has been able to successfully turn the stimulation back on. The pt is working with his sjm representative to determine the cause and a resolution to this issue as this could be related to magnetic interference. No further pt complications have been reported.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.